Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6), an npds-5 was placed for endoscopic nasopancreatic drainage. On (B)(6), when the pancreatic stent was removed, the catheter was torn. As fragments remained in the body, the removal operation was performed on the same day. (Detail is under confirming). 1 jul 2025 obtained further information on (B)(6), a npds-5 was implanted for drainage due to suspected pancreatic cancer. Although the stenosis was quite tight, the implantation was succeeded. On (B)(6), as no improvement was observed, it was determined that the drainage was insufficient and performed removal in order to consider shifting to other procedures, but it was not removed. When the physician attempted to remove the catheter again while carefully checking the x-ray fluoroscopy, he found a kink in the catheter. Multiple kinks were observed in the catheter at locations other than the side hole. He continued to try to remove the catheter, but it was torn near the papilla. He attempted to remove the torn catheter with grasping forceps but could not pull it out. Subsequently, an attempt was made to retrieve the catheter with a balloon, but it went deep into the papilla along with the balloon catheter. Since the fragment remained in the pancreatic duct and could not be removed endoscopically, the physician switched to a surgical procedure.

Manufacturer narrative:
Device evaluation: 1 unit of lot number: c2097651 of npds-5 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 24 jul 2025. Visual inspection: npds catheter returned. Catheter observed to be stretched/torn. Damage observed approx. 3cm from one end of the catheter close to the flap. Brown biological-like material observed within the catheter in a sideport on the body. Opposite end of catheter observed to be torn and dented. Functional inspection: 0.035-inch wireguide does not pass through the catheter. The customer queried the tensile strength of these devices and how this was determined. Engineering input provided confirmed that a tensile strength of 4.9n would have originated from engineering trials that were completed using an instron machine to measure the tensile strength. Manufacturing records: prior to distribution, all npds-5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for npds-5 device of lot number: c2097651 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the npds-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2097651. Instructions for use and label: it should be noted that in the japanese packaging insert (B)(6) states under intended use: "this device is used for temporary endoscopic drainage of the biliary or pancreatic duct through the nasal passage by use of an indwelling catheter" and under precautions "be careful when straightening the pigtail portion to avoid kinking or breaking the drainage tube." There is evidence to suggest that the customer did not follow the instructions for use and label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. It is possible that the severe stenosis of the pancreatic duct contributed to the reported kinks forming on the drainage catheter during implantation and that these became exacerbated during attempts to remove it causing it to subsequently break. The kinks likely formed when advancing the drainage catheter into the desired position in the pancreatic duct due to the severe stenosis that may have required the user to exert additional force. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, catheter got torn when it was removed. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. It is possible that the severe stenosis of the pancreatic duct contributed to the reported kinks forming on the drainage catheter during implantation and that these became exacerbated during attempts to remove it causing it to subsequently break. The kinks likely formed when advancing the drainage catheter into the desired position in the pancreatic duct due to the severe stenosis that may have required the user to exert additional force.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 27-aug-2025.